Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had prime anomaly and keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the buttons were sticky, non-responsive and rejected new batteries. It was reported that the prime took more than once. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08735 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm, drive/motor anomaly, unexpected motor grinding noise anomaly or rewind anomaly noted during testing. The motor was tested outside of the unit and passed. The test battery was removed and reinserted with no failed battery test alarm noted. Device was monitored for 1 day. No unexpected low battery alarm or unexpected off no power alarm noted. During the occlusion test, the unit recognized the water filled reservoir that was installed in the reservoir compartment. The unit was programmed with a 2.0 unit fill cannula delivery. Then the unit delivered the 2.0 device properly with water exiting the infusion set. No prime/fill anomaly noted. All buttons function properly. No unresponsive buttons or button error alarm noted. No damage noted on the keypad traces. During visual inspection, the j2 keypad connector on the lcd/b was found locked properly. Device uploaded properly using carelink. Device had a stripped battery cap at coin slot , minor scratched display window, cracked case at display window corner, missing address/serial number label and cracked reservoir tube lip. (B)(4).